Event description:
It was reported that the device was used during a vats procedure. Only 2/3 of the reload fired. The patient's incision was increased to control the bleeding. Unknown if blood or blood products were required. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.